Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, corrections and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure and adapter rust. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure occurred due to cable failure, and when the cable was shaken, image interference waves were generated, and frequent blinking occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had frequent flashing. There were no reports of patient harm.

Event description:
It was reported that when shaking the cable, image interference waves occurred, and the adapter was rusty on the camera head. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.